Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope sheath's ceramic tip was damaged. The issue occurred during reprocessing. A diagnostic hysteroscopy procedure was performed. The procedure was completed using a similar device. Patient was not under sedation. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. Additional information added to fields: h3 and h6. Corrected fields: d10 (information was inadvertently missed on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. The device was returned for evaluation and the customer's reported issue was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. It is likely based on the damage pattern, that the damage was mechanically induced. It is not possible to determine if there was prior damage/wear to the insulating insert or whether the damage occurred during the last procedure or last reprocessing. Olympus will continue to monitor field performance for this device.